Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 300 mg/dl at the time of the event. The device was originally reported for allegedly not delivering insulin properly. The pod was worn between 5 and 24 hours. An investigation of the device confirmed that there were two tears in the cannula. Information on treatment was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have two tears. Fluid was observed exiting the tears during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.